Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had display and coiled cable issues from moving the coil cable attached to the screen back and forth by wiggling the connector. When this happens the whole unit shut down or reset. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer advised that the the top level display including an updated coiled cable system was replaced and a preventative maintenance (pm) testing was performed per the manufacturer's literature. The iabp unit was returned to clinical use. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had display and coiled cable issues from moving the coil cable attached to the screen back and forth by wiggling the connector. When this happens the whole unit shut down or reset. There was no patient involvement, and no adverse event reported.